Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was sepsis and urosepsis. No additional information was reported and additional information was requested but not received.

Manufacturer narrative:
A partial lead measuring 2.5cm from the connector pin was returned for analysis. The portion of the lead that was returned was otherwise normal.